Event description:
Ous MDR - after an implantation period of about 69 months, elevated impedance and threshold values were reported. It was furthermore reported, that during the revision procedure, the lead was presumably damaged while the physician tried to unscrew and remove the lead. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
First, the received home monitoring and ICD data were inspected. The gradual increase of the rv pacing impedance could be confirmed. In this period of time, a simultaneous increase of the pacing threshold was noted. The shock impedance remained stable overtime. Then, the lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected at 11.5 cm and 62 cm distal to the is-1 connector pin. Only the two proximal segments were received. A portion between the two lead segments as well as the lead tip were not available for analysis. The rv shock coil was found uncoiled and separated from the lead body. The inspection revealed abrasion marks along the received lead segments with a rubbed through insulation in the region of the tricuspid valve. Based on the characteristics of these damages, it is reasonable to assume that the lead was subjected to an excessive mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Further inspection revealed cuttings of the insulation at several positions. In particular in the area of the tricuspid valve and at the position of the rv shock coil the cuttings were such that the conductor cables came out of the lead body. An externalization could be excluded by the analysis. The analysis did not reveal any sign of a material or manufacturing problem.